Event description:
The medical center had an impella cp supporting a patient who was sat up-right in bed by the radiology team for a chest x-ray on the day of cp implant. After the patient was sat up-right the patient had signs of limb ischemia. The patient lost distal pulses and the foot became dusky. The team explanted the pump to remedy the signs of limb ischemia. The team made the choice not to replace the pump. The support was for just over 11 hours.

Manufacturer narrative:
The medical center discarded the impella pump product at the time of explant. As such, no benchtop analysis is possible. The clinical report alone was available for the investigation. The report of the patient being sat up to >75 degrees in bed was a use related issue that caused the ischemia. The IFU states the following: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿